Manufacturer narrative:
Zoll medical corporation evaluated the device and observed proper operation during functional and performance testing. The reported malfunction was not replicated or confirmed. The device returned to the customer.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power on. Complainant indicated that there was no patient involvement in the reported malfunction.